Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Possible causes, as determined by the legal manufacturer, include the following: communication failure due to dirt adhesion to the scope connector contacts. The b30 error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. Because the user connected multiple scopes and the phenomenon did not change, the possible causes are: failure of the lvds unit, interfering with communication and causing b30 faults. This may have been caused by the effects of a light source device, a light source cable, or the endoscope itself.".

Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined at this time.

Event description:
A user facility reported getting a b30 (communication) error when using the olympus, cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.